Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black matter was found inside a disposable cassette's tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified embedded particulate matter of size 1.5 sqmm in the final line tubing. The device received functional testing, including pressure testing, which revealed no issues that could have caused or contributed to the reported issue. Pressure testing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the embedded particulate was determined to be due to an extrusion defect from manufacturing. Should additional relevant information become available, a supplemental report will be submitted.